Manufacturer narrative:
H3: product analysis of part # 1555000500 ; lot # 0646252w analysis summary: visual inspection confirmed the rod has broke in multiple places. Damage and smearing noted on fracture surfaces. Some of the rod was not returned for inspection. It appears the returned portions of the rod have been cut. No pre-existing surface defects were identified that could contribute to the breaks. After visual and microscopic inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. Unable to determine root cause of broken rod. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Radiographic image review results: multilevel spinal fusion. At bottom of construct, rod appears to be slipped out of iliac screws rod, appear short for construct, fusion status is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from initial reporter via medtronic field representative regarding an event happened during use for a procedure of thoracic spine fusion. It was reported that, implant was used at the bottom of a multilevel spinal fusion. Patient had an additional surgery happened on (B)(6) 2020 extending the fusion to the thoracic spine. Patient had post op complaint of lower back pain. Radiographic images showed that the rods had pulled out of the screw heads of the ballast screws places at s2ai. Ballast screws with open tulip head replaced with closed mas ballast screws and additional stabilization with implants and biologics implanted on (B)(6) 2020. The status of the screw remained as explanted - complete. The status of the rod is still in use. There were no further complications/symptoms reported to patient/physician as a result of this event. Additional information received on 2-sept-2020: it was reported that the rod slipped through the tulip and the set screws loosened on the screw heads. It was mentioned that the screw cap's were backed-out.